Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to complete a baseline at incoming testing. The cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging the j704 connector on the distribution node pca. The root cause for the strained cable was excessive force. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacturer date: monitor: 03/03/2015, electrode belt: 11/04/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. The patient was wearing the lifevest at the time of passing. It was reported that the patient had a massive heart attack at the time of passing. The lifevest is intended to treat cardiac arrest and not a heart attack. Review of the download data, indicates the patient received one inappropriate shock in response to atrial fibrillation with rapid ventricular response (af with rvr) and low amplitude oversensing. The patient was in asystole at the time of the inappropriate treatment shock at 09:50:58. The patient's post shock rhythm was also asystole. The patient was in asystole with motion artifact from approximately 02:49:03 until the electrode belt disconnection at 10:03:30 on (B)(6) 2020. The response buttons were not pressed during the event. The patient passed away early in the morning of (B)(6) 2020.